Event description:
Information received a smiths medical cadd solis vip 2120 pump alarmed error 46011-0004. No patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to error 46011-0004. During the power up test, the issue was not duplicated. Overall, there was no fault found with the pump but the software was reloaded as a preventative measure.